Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during fill three of four of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the heater bag had disconnected without falling. The technical service representative (tsr) explained the alarm and had the hp cycle the power on the hc device to clear it. The tsr reviewed proper procedures with the hp. It is unknown how the hp planned to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. A disconnection of the heater bag was determined to be the cause of the reported alarm. It is unknown what caused the disconnection. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.